Event description:
During placement of prodisc-c at c6-7, the implant was removed after it was impacted and impinged on the spinal cord. Patient reportedly has neurological compromise below c7. Surgeon fused at c6-7 and completed preplanned fusion at c5-6.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Synthes is unable to determine manufacture date without a lot number.